Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the heartstart xl "is experiencing the monitoring failure". There was no reported patient involvement.

Event description:
The customer contacted philips healthcare to report that the heartstart xl is experiencing maintenance required appeared during daily test. There was no reported patient involvement.

Manufacturer narrative:
The lithium ion battery and lithium backup battery were replaced to resolve the reported issue.